Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patient has textured mammary implants and would like them removed and replaced with smooth silicone gel implants." Patient has also noticed a change in the size of the breasts and suspects leaking or rupture of the implants. Device remains implanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device was explanted.

Event description:
Healthcare professional later reported left side "any creases" was observed during surgery. The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, yellow particles in the shell and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing and the unit is not ruptured.